Event description:
It was reported that the tip of the device broke off the handpiece during the course of a surgical procedure. The tip broke cleanly away from the device. It did not enter the surgical site. There were no adverse consequences, no medical intervention. A back-up device was retrieved without surgical delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.